Manufacturer narrative:
Device not returned to manufacturer

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue. Additionally, the 3-way solenoid valve and fio2 sensor cable were also replaced, which was not related to the issue.